Event description:
It was reported that a 22mm amplatzer amulet left atrial appendage occluder was selected for implant on 01 october 2024 using a 12f amulet delivery sheath. The patient's activated clotting time (act) levels were between 239 and 250 sec. The devices were prepared per IFU. During the procedure it was noted that there was a thrombotic material on the non-abbott guidewire under transesophageal echocardiogram (tee). A 14f amulet delivery sheath was used to retract the thrombotic material from the guidewire. The procedure was aborted. The patient had prolonged hospitalization for monitoring. The patient was prescribed a heparin perfusion to treat the thrombus. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that during the amulet implant procedure a thrombotic material was noted on the non-abbott guidewire under transesophageal echocardiogram. Also reported that a 14f amulet delivery sheath was used to retract the thrombotic material from the guidewire and the procedure was aborted. Information from field indicated that the patient's activated clotting time levels were between 239 and 250 sec (below the recommended range per amulet IFU, artmt600034453-c). The patient did not have any hematologic disorders or systemic illness that could contribute to a hypercoagulability. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported thrombus could not be conclusively determined. The patient had prolonged hospitalization for monitoring and was prescribed a heparin perfusion to treat the thrombus. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.